Manufacturer narrative:
(B)(4).

Event description:
During follow-up, elevated threshold and decreased sensitivity was noted. A lead revision was attempted but unsuccessful. The lead was explanted and replaced. The patient is stable.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing on the lead did not find any indication of conductor fractures. Visual inspection and x-ray examination found the inner coil to be over-torqued at the connector region which is consistent with that occurring at the time of explant. The helix was clogged with blood. After cutting the lead, cleaning the helix and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length measured within product specification.